Event description:
Event description cpi received information that, following an episode terminated by a defibrillation discharge, device interrogation revealed that this transvenous defibrillation lead exhibited high shocking impedance and an open lead condition. These findings were confirmed by intraoperative measurements. The lead was replaced.